Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones emitted from this device. Device interrogation noted elective replacement indicator (eri) had been declared. The last reported charge time was 18.2 seconds, with a 2.67 monitoring voltage. A device replacement procedure was scheduled. To date, there have been no adverse patient effects reported.